Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open during efaa and clip open while locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failing to establish final arm angle (efaa) and opening while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with a restricted posterior leaflet and a dilated left atrium. It was noted that during efaa testing while inside the patient, the clip repeatedly opened to no greater than five degrees. The physician proceeded with deployment without complication. It was noted that after deployment the clip opened 2 degrees. The procedure was completed, and the mr was reduced to grade 2+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.